Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplement MDR. Manufacturing evaluation reports the sample was received broken. The instrument corresponds to drawings and process at time of manufacture. The missing chip from the cutting edge is possibly indicative of mistreatment or handling error. A review of the device history record did not show conditions that could have contributed to the reported event. The complaint is invalid from a manufacturing perspective.

Event description:
It was reported that the during a procedure for a right second hammer toe correction, the base of the chisel blade broke. The broken piece was retrieved and the surgeon completed the procedure.